Manufacturer narrative:
D10 concomitant products: scba, battery scba (sn:unknown) scgaa, reusable generator a scgaa (sn:unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the dissector had a fractured waveguide. The broken piece was not returned. The dissector was soiled, indicating that it had been used. Functionally, the assembled device returned a green light and produced a welcome tone, and immediately alarmed when activated. The waveguide was inspected under magnification and the origin of the crack was identified. The analysis determined that the titanium waveguide became cracked from continued use after it may have come in contact with a metallic object use after damage can cause the cracked waveguide to break off. No defects or damage were observed in the packaging returned that could have contributed to the reported defect. It was reported that the device flashed red and would not work. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the dissector had a fractured waveguide. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device flashed red and would not work there was no patient involvement. Medtronic's initial evaluation of the incident device found that the dissector had a fractured waveguide. The broken piece was not returned.